Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty objective lens. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was not established. The reported event of "greasy lens, tried wiping, pink stuff stuck inside" was confirmed due to dirty objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing the colonovideoscope had a greasy lens, tried wiping, and pink stuff stuck inside. There were no reports of patient involvement.